Event description:
Patient in midst of evolving acute myocardial infarction and subsequently went into atrial fib with slow ventricular response in 30's to 50's. Pt. Symptomatic with systolic bp dropping to 60-80's, decreased mentation and diapharesis. Pt. Was placed on dopamine drip and prepared for transfer to another tertiary facility. Pd-1200 was gotten from ER (had been plugged in) and taken to scu on 2nd floor. Pacer patches and monitoring leads applied to patient. Pacer left on standby only. Pt. Loaded on ambulance stretcher and started down elevator when monitor went blank. We got to ambulance and plugged unit in. It functioned for approximately 1 minute and it again went blank, I turned it off and turned it back on again. It worked for approximately 2-3 minutes when it again went blank. We had to attach pt. To ambulance monitor/defibrillator to monitor pt. We no longer had pacer ability.